Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25feb2019. The customer stated that after calibrating the touchscreens that the ventilators were returned to use. Although requested, the customer did not provide the serial numbers to the other ventilators.

Event description:
It was reported that the customer had to calibrate several ventilator touchscreens. No patient involvement. Event date not specified; estimate used.